Manufacturer narrative:
No sample has been rec'd by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info was requested. (B)(4).

Event description:
A nurse reported that during five separate surgeries, the knife was found to be dull during each procedure. An alternate knife was used to continue each procedure. There was no impact to any patient. Add'l info was requested.